Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had a frozen display. The customer stated that the insulin pump started vibrating and alarming but the display had no message and the buttons were unresponsive. The customer then stated that he rested the battery twice but the insulin pump would only count to the number 3 before freezing up. The customer also stated that there was no time showing on the screen. Nothing further was reported.